Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose 600 mg/dl. The customer stated that she fill the reservoir and prime the tubing and can't get of rewind. The customer was walked through the prime. The customer was offered to troubleshoot for high blood glucose but declined. The customer also reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 600 mg/dl. The customer was advised to clean battery cap with dry cotton swab, the customer was advised to inspect battery cap and battery compartment for corrosion/damage. The customer was instructed to wait 5 seconds before inserting a new battery. The customer was advised to monitor the insulin pump.